Event description:
Complainant alleged that during training by facility staff, the device powered up to no display. Complainant indicated that there was no patient involvement in the reported malfunction.